Event description:
The patient presented in the hospital after receiving multiple shocks in her home, ambulance and in the hospital due to noise on the rv lead. There is no change in pacing lead impedance, sensing or threshold. The noise was not reproducable. This system was explanted and not replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.